Event description:
The patient received her scs system on (B)(6) 2011 with two percutaneous leads (from the same lot). It was reported that the patient feels spasms and cramping down her legs; especially her hamstrings and neck. The spasms in her legs make it difficult to walk. The patient was given a muscle relaxer from her doctor to help resolve the issue but was unsuccessful. She feels cramping when the stimulation is both on or off. The patient has had muscle spasms before but never this bad. She's concerned because she's experiencing stiffness on the right side of her neck. The patient has turned the stimulation off. Attempts to gather additional information have been unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.